Event description:
Before a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 2.50 x 16 mm taxus express2 drug eluting stent, bent struts were seen. No patient complications were reported. The patient status is reported a s `satisfactory/good.'